Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The patient ID was confirmed to be correct. Siemens service went on site and inspected the barcode reader and the print outs and no problems were found. There have been no other issues with barcodes incorrectly scanning. The barcode scanner is fully functional and the system is operational.

Event description:
The customer reported that a patient's identification barcode was scanned incorrectly. Sequence of events: on (B)(6) 2017: time 22:00: while preparing to test a capillary sample, the barcode was scanned (using rp500 onboard scanner, customer uses code 39). The system initialized automatic calibration. Time 22:19: the user interrupted the calibration and ran the sample. The user did not rescan the patient barcode and noticed the recorded pid - (B)(6), was incorrect. Time 22:33 the user redrew a capillary sample and tested it. This time the pid was correct - (B)(6). There was no report of injury due to this event.

Manufacturer narrative:
Siemens has reviewed the data files provided by the customer. There is no indication that the instrument is not performing as expected based on the data provided. Software r&d team was unable to reproduce the customer's observations. It is unable to be determined when and how many times customer scanned the pid. This issue was not reproduced with version 2.3.